Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies thrombus, vascular occlusion, and ischemia as potential complications associated with use of the device.

Event description:
It was reported that during a balloon assisted treatment of a right side posterior communicating artery aneurysm, the 2nd embolization coil became unresponsive to the physician's movement. The coil was noted to have stretched, as seen on an angiogram. The stretched coil was intentionally detached with the controller in the microcather. The coil was successfully retrieved with two (2) separate snare devices and the patient was reported to have excellent blood flow past the aneurysm; however, clotting and vasospasm occurred during the extended time it took to remove the coil (4 hours). Reopro was administered to treat the clot, and verapamil was used for the vasospasm. During follow-up the day after the procedure, it was reported that the patient had a small stroke, but is okay, alert, and talking.